Event description:
It was reported that while in the cardiology department the sheath was inserted and when the md was advancing the intra-aortic balloon (iab) through the sheath, it became stuck. As a result, the md removed the iab and sheath as one unit. Another sheath was advanced over the existing spring wire guide (swg). The new iab was prepped and inserted successfully. There was no reported patient death or injury. Medical/surgery intervention was not required. There was no reported delay in intra-aortic balloon pump therapy. There were no reported patient complications and the patient outcome is listed as "ok".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.